Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) (year/time not specified). The patient manages her diabetes with insulin (via insulin pump). In response to the alleged power issue, the patient claimed she continued with her usual (unspecified) dose of lantus and humalog insulin (date/time not known). On (B)(6) (year/time not specified) the patient claimed she developed symptoms of dry mouth, shaking, lightheadedness, and dizziness; the patient indicated she was also advised by her physician (by phone) to use her secondary meter to test and manage her glucose level. At an unspecified date/time, the patient obtained blood glucose results of "465, 416, 407, and 365mg/dl" with the doctor/clinic's meter. During troubleshooting, the csr educated the patient on the subject meter's auto-shutoff feature and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.